Manufacturer narrative:
The customer¿s reported allegation event was confirmed during the device evaluation. The air water flow issue was due to the insufflation channel being clogged. The following additional issues were found during the device evaluation: the bending section cover or distal end adhesive glue was separated, the light guide lens was chipped, and the bending angulations were out of specifications. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope device was returned to olympus for evaluation with a complaint of ¿air/water flow is weak.¿ subsequently it was discovered during estimation that the insuflation channel is clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and the foreign material was hypothesized to have been from a human body - however, the material in the channel was unable to be further specified. Moreover, no deformation or breakage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.